Manufacturer narrative:
The returned valve was patent. It met the requirements for pressure-flow, preimplantation and leak testing. It did not meet the requirements for siphon and reflux testing. Large amounts of proteinaceous debris were noted within the interior and exterior of the valve. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and/or reflux. Approximately 91.5 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. Large amounts of proteinaceous debris were noted within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The instructions for use also indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata ii shunt a few years ago. According to the report, the patient began experiencing symptoms of csf overdrainage after they had an MRI. Reportedly, the patient was suffering from headaches and the pressure level was changed to 2.5, but the symptoms did not improve. It was also reported that the valve was explanted on (B)(6) 2015.